Event description:
It was reported that the patient was shocked multiple times due to oversensing and lead fracture. The lead was replaced. It was further reported by the patient that her ejection fraction dropped significantly after all the shocks from the broken lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor was fractured; partial lead in segments was returned for analysis.